Event description:
On (B)(6) 2010, the pt's diabetes educator reported the pt was hospitalized and diagnosed with diabetic ketoacidosis. The caller stated the pt changed the "pump set" on (B)(6) 2010 before work and she then left work because she was not feeling well and was then taken to the hospital. The caller verified the correct time and date was programmed in the infusion device and the device was operating in basal rate profile 1. The caller verified the basal rates and viewed the bolus history. The caller was not able to provide additional info. On (B)(6) 2010, a company representative reported she had also spoken to the pt's diabetes educator and she was told the pt's infusion site cannula was bent upon removal further attempts to follow up with the pt were unsuccessful. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.